Event description:
It was reported that a patient presented with oversensing on their right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced due to post-sensed t-wave oversensing.

Manufacturer narrative:
The reported event of oversensing was not conformed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.